Event description:
It was reported that there was an increase in pacing impedance measurements. Measuring around 1400 ohms and high capture thresholds on this right ventricular (rv) lead. These measurements were high but within the normal range. No additional patient adverse effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).